Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
This is report 4 of 4 of (B)(4). It was reported that post implant, the device was cross threaded and the driver tip was broken patient status/ outcome / consequences no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, the date of event was unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, cross threaded and broken driver tip. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection does not found signs of breakage on the glenosphere inserter tip were not observed; however, the device was stripped the tip and signs of repetitive use. The observed condition of the threaded tip was consistent with off-axis assembly before it was fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per surgical technique ¿ inhance¿ shoulder system (500992014 rev c), page 41, the next precautions need to be followed while assembling and disassembling the device with its mating component: 1) "to place the definitive glenosphere, assemble the glenosphere inserter tip to the baseplate inserter rod. Next, thread the inserter tip into the selected glenosphere until it is snug. Care should be taken not to overtighten. Navigate the glenosphere taper into the baseplate and impact the baseplate inserter rod to seat the glenosphere"; and 2) "prior to removing the glenosphere inserter tip, twist and pull to ensure that the taper is fully seated. Please note that if the glenosphere inserter tip is left behind when unthreading the baseplate inserter rod, the star driver 30 can be utilized to remove the inserter tip. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot number), d9, h4. Corrected: d4 (primary UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.